Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received (B)(4). Laint received with return of device. Failure (event) observed during analysis. Analysis found the device to have long charge times due to an intermittent component connection to the hybrid.